Event description:
Customer reported, she was experiencing high blood glucose of 437 mg/dl. Customer stated, she started using steroid injections which was causing her blood glucose to rise. Customer stated, she was going to treat with insulin pump. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.